Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 300 mg/dl with large ketones. Contact reported that dexcom sensors were not performing as intended. Contact addressed elevated bg via carb ratio and basal rate adjustment, encouraging customer to consume additional water, and bolus via pump. Endocrinologist checked all the tissues in sensor site locations and confirmed to be healthy. Reportedly, ketones have resolved.